Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that around six months ago, they felt a sudden increase in stimulation temporarily. This occurred in the vaginal area while doing the "downward facing dog" yoga pose. Additional information received indicated that the issue was resolved as long as they didn't do the "downward facing dog" pose. It was noted that the patient turned the level of stimulation down and let time go by. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.